Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of egms indicated the implantable cardioverter defibrillator delivered inappropriate therapy. Initial therapy was delivered successfully while the patient was in ventricular tachycardia, slowing the patient's rhythm after which an additional inappropriate shock therapy was delivered. The physician decided not to make any programming changes. The patient was reported to be stable and in good condition.